Event description:
A customer reported getting an error-4 message on their freestyle freedom meter upon test strip insertion and as a result, the customer reportedly experienced headache, loss of balance and subsequent loss of consciousness. The paramedics were called and upon arrival, obtained a reading of 39 mg/dl on unknown brand of meter. They treated customer on the scene with glucose and soft drink and did not transport her to a health care facility. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained.